Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user opened the box and tried molding the wafer opening of the first piece. He found the edge of the barrier adhesive to be rather stiff and hardened. It was hard to roll it out/back. The end user was worried about the quality of the whole box and afraid that every piece might be compromised. Thus, he returned the whole box of 10 pieces including the impacted piece to the pharmacy. The product was not used. A video depicting the issue was received from the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(4). Lot 8a06635 was manufactured on 01/2/2018 in the ats #2 manufacturing line, with a total of (B)(4) market units. On 31/may/2021, compliance engineer ID 6053 performed a batch record review, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom, under sap material 1222278, icc code 411804 and manufacturing order (B)(4). The crew requirements and responsibilities, process parameters, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according the process instruction pi21-130. The process requirements results were documented in the manufacturing record mr21-130. In addition, the batch record of bulk lot 8a00436, manufactured in the delta crusader manufacturing line, was reviewed and no issues were found; the lot ran according to sap material 1216905 and all the testing results were found satisfactory. The process was run according to process instruction pi21-127, documented in mr21-127. Furthermore, the bulk lots 7m04351 and 8a01676 of the sap material 1216904, material description rollstock 177a trilamin moldable 9", manufactured in the elc5 line were reviewed and the process carried out was performed according to pi21-136, documented in mr21-136. The testing results were found satisfactory. Batch record review supports that no issues regarding the failure mode reported were identified. On 31/may/2021 a complaint search for lot 8a06635 and malfunction code ost-pmc1.5 / ost-pmc01.05 skin barrier does not mold around stoma (e.g. Too stiff, too dry, tears /crumbles when molding) at point of application was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed. As per complaint manufacturing investigation procedure wi-0359, version 5.0, it is not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed (either by photo, video or sample provided by the customer, or as a result of the batch record review) and no potential trend is identified. No additional action is required, and this complaint will be closed. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.